Event description:
Caller reported an error occurring with the continuous glucose monitor (cgm), specifically cgm error 42. There was no reported adverse impact to customer's blood glucose level. Technical support provided assistance and guided caller through a pump reset procedure, which resolved the issue, and the caller was able to successfully start their sensor session without further errors.